Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose level displayed as high on the continuous glucose monitor (cgm). Cause was due to the pump resetting. Customer administered a correction bolus via the pump to address high bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.